Manufacturer narrative:
Manufacturer investigation conclusion: the reported thrombosis could not be confirmed as no images depicting the thrombus were submitted. A specific cause, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists peripheral thromboembolic event as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also outlines all pump parameters and explains that any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. In addition, the IFU contains information regarding the recommended anticoagulation therapy for patients using the device. This document further instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow prior to advancing the inflow cannula and to address both as needed. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 19nov2019. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas patient handbook is also currently available. This document lists peripheral thromboembolic events as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. "Patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a prosthetic aortic valve that was known to be thrombosed as of a computed tomography angiography (cta) scan on (B)(6) 2020. However, after a review of the cta scan, the site reported that there was no evidence/diagnosis of a thrombosed valve. Transesophageal echocardiogram (tee) showed suspected thrombus but could not be captured for investigation. Subsequent tee imaging and CT has not been able to display thrombus or concern for compromised valve. Presently, there is no evidence to support a compromised valve. The site reported that if a clot had been present, it no longer remained. There were no related adverse patient effects. The patient had been noncompliant with warfarin and other medications, which had the potential to contribute to thrombosis.